Event description:
A baxter clinical educator was contacted by a pd nurse who stated she had 3 cassettes which had overprimed. A call was placed to the pd nurse who reported that the cassettes leaked out of the patient line tubing near the connector and not from the connector itself, so the problem was classified as a leak in the patient line. A sample was available and requested. This event happened during training, so there was no patient, and therefore no patient injury or medical intervention associated with this event.

Manufacturer narrative:
Baxter was not able to confirm the reported malfunction. No further action has been taken relative to this issue. Renal product surveillance and quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.